Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had chronic bladder infections prior to the device being implanted. The patient's device was not working to treat the symptoms it was implanted to treat. The patient had a lack of effect and dribbling since implant on (B)(6) 2013. The device never worked for the patient since implant. There were no recent medical tests or emi environmental exposure and the issue was not related to positional movement. The patient mentioned that they had a fall on (B)(6) 2015 and broke their back. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient's fall on (B)(6) 2015 did not affect their device or therapy in any way as far as they were aware of. The patient landed on their shoulder and back left side. Since implant the patient had utis every month and did not empty their bladder. The patient's ms started their long history of utis and the patient had no idea if the uti was related to their device or therapy. The circumstances that led to the patient's lack of therapy was that the patient was so sick they were in bed 10 days before they fell and broke and had a compression fracture of their tenth vertebrae. The patient's rib was still painful. The steps taken to resolve the patient's lack of therapy was that they had 21 days of ivs in a nursing home and their right kidney had what looked like persian cat fur covering it. The patient's left kidney was ok. The patient's lack of therapy had been resolved since discharge from the nursing home and ivs. The patient's last day of antibiotics was on (B)(6) 2015. The patient was on their second infection and was taking antibiotics.